Event description:
Between [date redacted] and [date redacted] -- approximately 20 days, there were 28 reports of IV tubing failures. The following are the issues: set-0014-1: air in line-1. Set-0032-1: air in line-3, alarming-2, broken-1, cassette leaking-6, cracked luer lock-7, missing metal strip on cartridge-1, no back-prime-2, leaking tubing-4.